Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A surgeon reported that at the end of laser assisted cataract surgery, she opened the arcuate incisions, and one of them perforated the cornea. A suture was placed to close the wound. Additional information received from the surgeon indicated that the event resolved with the treatment (suture placed). In the opinion of the surgeon, the laser did not cause of contribute to the event. No further information is anticipated.